Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed component code: mechanical (g04)- head h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following displacement of the acetabular cup with arthroplasty dislocation as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi review confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: e1: contact name. H6 - health effect impact code.

Event description:
It was reported that the patient underwent a revision procedure 6 days post implantation due to the shell/liner detached and dislocated off the taper of the stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a closed reduction due to their right hip dislocating. At this time the implants remain implanted. There is no further information available at the time of this report.